Manufacturer narrative:
The insulin pump was returned for power error alarm 25. Detailed trace analysis has confirmed alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected during normal use. Customer's blood glucose was unknown. The customer is advised the internal power source in the pump is unable to charge. The customer was advised to wait for the notification light to stop flashing, insert a new battery, clear the power alarm, update the pump's time and date as needed and complete the reservoir and tubing process. The customer was advised to monitor the pump. The customer stated the notification light stop flashing immediately after battery change. The customer was advised that the pump would be replaced. The customer was asked verbally and in written form to return the broken pump for analysis.